Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring 1,917 ohms. It was noted there was no episodes of noise or loss of capture. The field representative will discuss with the physician to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring 1,917 ohms. It was noted there was no episodes of noise or loss of capture. The field representative will discuss with the physician to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring 1,917 ohms. It was noted there was no episodes of noise or loss of capture. The field representative will discuss with the physician to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.